Event description:
Ligasure device not sealing correctly thereby causing back bleeding. Device did not stop bleeding and had to use bipolar device and cord to complete case. Dates of use: (B) (6). Diagnosis or reason for use: lap assisted hysterectomy, vaginal bso.